Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The wires were exposed on the pendant cord where the cord goes into the pendant.